Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 448 mg/dl. Customer reported failed battery test and had multiple insulin pump error alarms. Customer did not report blank display issue or missing battery cap. Customer reported after inserting new battery display did return. Customer was able to rewind the insulin pump and self test was passed. The insulin pump will not be returned for analysis.